Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer observed that the device's rfu indicator displayed a red 'x' and would not pass the operational check. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. Philips cannot rule out a malfunction of the therapy pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.